Event description:
Same case as MDR ID #2134265-2013-00248. It was reported that post coronary stenting treatment procedure, in-stent restenosis and chest pain occurred. In (B)(6) 2011, patient had two ion stents implanted in the distal right coronary artery (rca). The first was a 12mm x 3.00mm ion (predilated at 14atm) stent overlapping with a 8mm x 2.75mm ion stent (predilated at 22 atm). In (B)(6) 2013, the patient presented with focal chest pain and focal restenosis of the distal rca. The restenosis was treated with direct stenting using a 2.75mm x 8mm promus elemet plus (predilated at 16 atm). No further patient complications were reported and the patient's status is fine. The patient is taking plavix daily.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).